Event description:
Rptr stated that user from facility reported that she caused a free flow by opening the source occluder door while the source lines were unclamped. Solution from the source containers flowed into the weighing chamber. This occurred just after a new transfer set was installed prior to any compounding, so there was no pt involvement. Rptr had her purge the weighing chamber and then talked her through auto calibration. He had her contact professional svcs about rinsing the weighing chamber. Since the issue was resolved by telephone, the unit will not be sent to product svcs for eval.